Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 71332ud00. A review of tracking and trending for the alinity I tsh assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 71332ud00 and the complaint issue. The overall performance of the alinity I tsh reagent was reviewed using field data from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the investigation, no systemic issue or deficiency was identified with the alinity I tsh reagent, lot number 71332ud00.

Event description:
The customer observed depressed alinity I tsh results compared with another method. Sid(B)(6) (B)(6) 2025 alinity I tsh 3.8204 uiu/ml (reference range 0.35-4.94 uiu/ml). (B)(6) 2025 alinity I tsh 4.0845 uiu/ml (reference range 0.35-4.94 uiu/ml). (B)(6) 2025 clia centaur method 14.457 uiu/ml (reference range 0.55-4.78 uiu/ml). Total t3 and total t4 are normal. Per the patient, there is no clinical history or on any medication. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no additional information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed depressed alinity I tsh results compared with another method. Sid: (B)(6). On (B)(6) 2025 alinity I tsh 3.8204 uiu/ml (reference range 0.35-4.94 uiu/ml). On (B)(6) 2025 alinity I tsh 4.0845 uiu/ml (reference range 0.35-4.94 uiu/ml). On (B)(6) 2025 clia centaur method 14.457 uiu/ml (reference range 0.55-4.78 uiu/ml). Total t3 and total t4 are normal. Per the patient, there is no clinical history or on any medication. No impact to patient management was reported.